Event description:
The anesthesiologist was preparing to extubate the patient when the head of the table broke and fell, the broken part tilted. The anesthesiologist and or staff were able to grab the patient's head and neck and stabilize to prevent injury to the patient.